Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility reported five cases of toxic anterior segment syndrome (tass) since the beginning of early (B)(6). All patients have recovered and done well with treatment. This file is for patient #4 who presented with tass symptoms. The patient was referred to a retinal specialist as the surgeon suspected endophthalmitis but ended up that it was tass. The is the fourth of five reports for this facility.